Manufacturer narrative:
Age at time of event: (B)(6). Device evaluation: result - the customer returned one used sample and 5 photos. No burr or folds on the catheter surface were noted upon visual inspections. The catheter drag force was tested on 30 retention samples from lot 5321330 and no abnormalities were found. No abnormalities were noted during insertion or during the 3 days of infusions through the device. A review of the device history record revealed no abnormalities during the manufacture of the reported lot. This lot was produced in december, 2015. Conclusion - there are several reasons for a catheter being difficult to remove from the vein. No burr or fold was found on the returned device. The drag force test of the retention samples was within normal specification. This complaint has been determined to be not related to manufacturing. An absolute root cause for this incident is undetermined.

Event description:
It was reported that on (B)(6) 2016, the suspect device was inserted to the patient's scalp for intravenous infusion. On (B)(6) 2016 at 19:36 the head nurse reported difficulty removing the device from the patient's vein. The nurse had tried to remove the catheter several times but failed. The nurse attempted removal by rotating it left and right, applying a hot compress, and infiltrating the puncture point with chlorhexidine. When the bd sales representative reached the hospital, a small amount of blood and medication was noted leaking from the insertion site. An x-ray were performed in the morning of (B)(6) /2016 to verify the catheter was unaltered and in the vein. After no abnormalities were noted, the nurse removed the catheter. The catheter was removed forcibly by guidance of a b-mode ultrasound and the proximal end of the vessel was pressed to prevent drift. The catheter was withdrawn completely and noted to be smooth and intact. Some dark red blood was inside the catheter and there was thrombus on the tip but no obvious damage was observed. At the time of notification, the patient had returned to the ward and there were no complaints of discomfort reported.